Event description:
The patient's generator and lead were returned for an unknown reason. Product analysis of the lead was performed on the returned portions of the lead. Scanning electron microscopy images of the connector pin show that pitting or electro-etching conditions have occurred on the connector pin at the discolored area. Scanning electron microscopy of the pin verified the presence of what appears to be a metal speck on the pin surface. No obvious adverse effect was identified on the device performance as a result of the observed conditions. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The connector pin has an opaque appearance/discoloration the lead assembly has remnants of what appears to be dry body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the end of the returned lead portion. Incisions on the silicone tubing of the lead were necessary to perform proper inspection of the lead coils. Other than the above mentioned cosmetic observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Results of diagnostic testing of the returned generator in the product analysis lab indicated that the battery is at a neos=yes condition. The battery is partially depleted, 2.353 volts (at neos). The data in the diagaccumconsumed memory locations revealed that 110.502% of the battery had been consumed. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications, except for the c4 out of specification condition. The cause for the out of specification c4 capacitor (v cpu) value is likely associated with component aging. Other than the low value of diagvbatb and c4 condition, neither of which has any negative impact on device operation, there were no adverse functional, mechanical, or visual issues identified with the returned generator. A review of the decoder found that high impedance occurred on (B)(6) 2013. Attempts are being made for additional information; however, no additional information has been received.

Manufacturer narrative:
Device failure occurred. Results: (B)(4).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further follow-up revealed that the device was explanted because the patient passed away. It was reported that the death was not related to vns therapy. It was reported that the patient passed away approximately 4-5 months ago.